Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the right ventricular lead had exhibited a low defibrillation impedance measurement. No changes or interventions were performed; the patient continues to be monitored. The patient was in stable condition.